Event description:
A medtronic representative received a report from a site, that following a successful transfer from a planning station, the site technician attempted to move forward in the navigation system software and the software was unresponsive. In trouble-shooting, a system re-boot restored normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.